Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-05391. It was reported (B)(6) the patient's scs system was exhibiting high impedance. Consequently, the patient was not feeling any stimulation therapy. Follow up information received identified the patient's leads were removed at an unknown date.